Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to user error, improper handling as well as application of excessive force. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and customer allegation was confirmed. During the evaluation, it was found that the eyepiece was damaged, there was bending on the outer tube and foreign material was found on the inside of the cover glass. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the eyepiece at the camera connection on telescope was broken. The device was inspected prior to an unknown therapeutic procedure. The procedure was completed without any delay. There were no reports of patient or user harm associated with this event.